Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no access to sound with the device. Reimplantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Additionally, an incomplete insertion during implantation surgery is noted on the irc with 2 channels out of cochlea.

Event description:
The patient no longer has any access to sound with the concerned device. Patient is bilaterally implanted. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Additionally, it is reported that 2 electrodes were not inserted at initial implantation. The device has been explanted on (B)(6), 2018. However, the device has not been received for investigation yet.

Event description:
The recipient no longer has any access to sound with the concerned device. Recipient is bilaterally implanted. In (B)(6) 2016 the child hit her head near the implant area. No immediate change in sound perception following the accident was noted. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. Additionally, it is reported that 2 electrodes were not inserted at initial implantation. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient no longer has any access to sound with the concerned device. (B)(6)2016 the child hit her head near the implant area. No immediate change in sound perception following the accident was noted. The user has been re-implanted on (B)(6)2018.